Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, dislocation was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4)

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. Subsequently, patient underwent a closed reduction on (B)(6) 2012 due to dislocation. There has been no reported revision procedure to date. Additional information received revealed dislocation was due to patient putting hip in an extreme position. Additional information received revealed patient underwent another closed reduction on (B)(6), 2012 due to dislocation and subsequently received a brace. Patent has been stable at one year post op.

Manufacturer narrative:
Corrected & additional information: added date of event. Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. A closed reduction was performed on (B)(6) 2012.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. Subsequently, patient underwent a closed reduction on (B)(6) 2012 due to dislocation. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06300 & 06301).